Event description:
It was reported that two balance wires were used in a bifurcation lesion in the mid diagonal branch. The first balance wire was inserted in the large diagonal branch and the lesion was successfully predilated. The second balance wire was inserted in the small diagonal branch and the lesion was successfully predilated. A stent was deployed at the ostium of the small branch with the simultaneous dilatation of the large branch. The physician thought he missed the ostium of the small branch with the stent, so he left the second balance wire in the small branch, while another stent was deployed in the large branch. The stent in the large branch covered the ostium of the small branch, but the stent jailed the second balance wire that was in the small branch. The first balance wire was withdrawn from the anatomy without incident. The second balance wire was attempted to be withdrawn, when it was noticed that the tip was bent and could not be straightened. A small balloon dilatation catheter was passed over the jailed wire in an attempt to straighten the tip, but this was unsuccessful. Another attempt to withdraw the second balance wire was made, but it was observed that it was caught on the stent in the small branch. The second balance wire was pulled back again and the wire unraveled into the guide catheter. The core of the balance wire was seen in the catheter, aorta, and the arteries. The core of the wire was unable to be snared with a snare device, but was successfully removed with a non-abbott retrieval basket. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.